Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 49.5cm from the strain relief. There was blood in the guidewire lumen. The tightly folded balloon had contrast and blood present in the folds. There was tip damage to the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, when the device was advanced halfway in the guiding catheter, the shaft broke in two pieces at 55cm from the hub. The fractured part was completely retrieved through the guiding catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, when the device was advanced halfway in the guiding catheter, the shaft broke in two pieces at 55cm from the hub. The fractured part was completely retrieved through the guiding catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient was fine.